Manufacturer narrative:
Sections with additional information as of 02-jul-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation.

Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned for evaluation and pending qc investigation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results obtained of 238 mg/dl and back to back blood tests of 238 and 201 mg/dl. The customers expected am fasting blood glucose test result range is 125-130 mg/dl; expected non-fasting blood glucose test result range is 160-170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 249 mg/dl using truetrack meter. The product is stored according to specification in the bedroom. The test strip lot manufacturers expiration date is 07/31/2021 and open vial date is 04/18/2020. The meter memory was reviewed for previous test result history: (B)(6).